Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the device was explanted and the leads were surgically abandoned due to a patient infection. The physician cleaned the pocket area and provided anti-biotic to the patient. There was no report of adverse patient effects due to the procedure.